Event description:
It was reported that the device did not recognize that the cassette was attached or detached, and cassette sensor failed. The event occurred during testing. There was no customer damage, no delay in therapy, no patient involvement, and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
UDI one device was received for evaluation. Visual inspection found a bubbled dso seal, and a scratched lcd lens. Functional testing was able to duplicate the issue. It was determined that the latch lock flex was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.